Manufacturer narrative:
Concomitant medical products: product ID: 3487a, serial# unknown, product type: lead. Product ID: 3550-29, product type: accessory. Product ID: neu_adaptor_acc, serial# unknown, explanted: (B)(6) 2014, product type: accessory. Product ID: 748225, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with an implantable neurostimulator (ins), lead, extension, and pocket adaptor. The ins was placed in the abdomen. It was noted that the patient was scheduled to have the ins moved from the abdomen to the chest. Following a full body MRI the day before the scheduled revision, no telemetry was possible with the device with the patient programmer or clinician programmer. The ins was replaced the following day. It was indicated that there was no health hazard to the patient. The MRI testing parameters were reported as follows: 1.5 t tunnel type, transceiver type ctl spinal use array coil, normal operation mode face-up position with knees bent, imaging time: 12 minutes, locator fa90, tr120, te10 t2sag fa90, tr4000, te105 t1sag fa90, tr505, te10 a×t2 fa90, tr4000, te120 a×t2 fa90, tr500, te15. Additional information indicated the patient recovered.

Manufacturer narrative:
Analysis of ins model 37714 sn (B)(4) found the device had no telemetry with the clinician programmer, patient programmer, recharger, or lab programmer. There was no output from any electrode pair. The battery voltage and antenna tested good. The ins was in a suspected 11.7k telemetry lock-up condition.